Event description:
It was reported that this right atrial (RA) lead exhibited a low amplitude measurement after the patient was discharged from emergency department. As of this time, this RA lead remains in service. No adverse patient effects were reported.